Manufacturer narrative:
Clarification to d6a implant date: partial date of "2019". The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "exchange of textured to smooth breast implants". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Correction, received same day as last submission: d4 catalog number. D4 expiration date: 9/20/2012. H11 continued d4 partial device information received, lot numbers, 1506768- 1506769, sides unknown. Continued h4 partial manufacturing date: 11/01/2007 for nov 2007; 1506768 manufacturing date: 03-nov-2007 and 1506769 manufacturing date: 01-nov-2007. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "exchange of textured to smooth breast implants". This record is for the left side. Device has been explanted.